Event description:
The customer reported approximately one milliliter of blue fluid leaked on the right side of the instrument with lyse and ambient temperature error involving the coulter hmx hematology analyzer with autoloader. The operator was not wearing personal protective equipment (ppe) at the time of the fluid leak. The operator did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked from pinch valve pv37 and noted lyse and ambient temperature errors due to faulty I-beam tubing. The fluid splashed on the temperature card for peltier causing it not to function. The fse replaced I-beam tubing and the peltier module and resolved the issues. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Module. (B)(4).